Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery, the sawn out grafts from the fibula did not fit in the finished plate. During adjusting to the plate there was a gap on the dorsal side. The surgical technique is known and has been respected. During the surgery the implant was matched so they were usable and implanted. The implants remain in the body. A 10 prolongation of the surgery was the result. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.